Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a target lesion revascularization 4 medtronic devices were used to treat the lesion. Approximately 15 months post tlr the patient suffered from peripheral arterial occlusive disease in the left sfa. This event was treated with a target lesion revascularization. Investigator assessed the event as possibly related to the device and not related to the procedure or paclitaxel.

Manufacturer narrative:
The left limb was treated ballooning and stenting during the above reported revascularisation to treat peripheral arterial occlusive disease. The patient is reported to have now recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.